Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple battery out limit alarms during battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery out limit alarm recurred after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored 24 hours no unexpected power loss alarms or battery out limit alarms was noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.